Event description:
As reported, while passing a 55cm femoral optease vena cava (vc) filter through the delivery sheath, abnormal interference was found and advancement was difficult. Mild resistance was encountered while attempting to deliver the filter through the sheath; however, the source of the resistance was not identified before advancing the filter. The filter and delivery sheath were then withdrawn together from the body, and it was found that the filter barb had punctured the delivery sheath and was partially exposed outside of the sheath. A new 55 cm femoral optease vc filter was used as a replacement and was successfully deployed. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU). The indication for filter insertion was deep vein thrombosis (dvt). The vena cava size and shape were reported as normal, but the size was not measured. The optease delivery sheath was used during filter delivery. The filter was not in an acute or sharp bend in the delivery tube while out of the storage tube, and the delivery sheath did not kink during delivery. The vessel dilator was kept in the sheath introducer until the desired deployment location was reached. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.